Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose of 310mg/dl. Troubleshooting was performed. The caller experienced headache and nausea. The time, date, and settings were correct. Assisted the customer to run a manual prime and the insulin did exit. Performed a high pressure test and passed. Instructed the caller to remove the cannula and it was occluded. Advised the customer to change the entire infusion set and reservoir. No further information was provided.